Event description:
It was reported that during an attempt to removed two tangled epicardial leads, the physician accidently cut the left ventricular (lv) lead. Subsequently, the lead was surgically abandoned. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.